Manufacturer narrative:
The insulin pump communicated properly with the transmitter and glucose sensor simulator and no unexpected meter blood glucose alarm was noted. The meter blood glucose alarm functioned properly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she is receiving a "meter bg now" message. No blood glucose information provided. Customer refused troubleshooting as she just wanted to replace insulin pump and sensor. No further information provided.